Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got a report that the last two times the nurse had used the arctic sun device it had given an alarm 64 (non-recoverable system error). Per review of wo, send in for assessment or replace the power card.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a power cord failure. Per review of wo, send in for assessment or replace the power card. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got a report that the last two times the nurse had used the arctic sun device it had given an alarm 64 (non-recoverable system error). Per review of wo, send in for assessment or replace the power card.